Manufacturer narrative:
Sections b2, d5, g3, h3: additional information. Section f9: approximate age of device ¿ correction: 7 months, 18 days. Manufacturer's investigation conclusion: a specific cause for the reported infection cannot be conclusively determined. On (B)(6)2019, the patient developed a fever. Blood cultures were taken and 2 sets of the cultures were positive for microbial enterococcus faecalis; however, the source of the infection was unclear. The patient was given ampicillin and ceftriaxone and would likely need lifelong antibiotic treatment. Reportedly, the infection related issues remain ongoing. The patient remains ongoing on vad support. No product available for investigation. Local, pump pocket, and driveline infection are listed as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 3 years 2 months 11 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient developed a fever. The patient was tested for two separate sets of microbial blood cultures were positive for enterococcus faecalis. The source of the infection is unclear and the patient was given ampicillin and ceftriaxone. Patient will likely need lifelong antibiotic treatment. No additional information was reported.